Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) his bundle lead exhibited elevated thresholds and chronically low r waves. The implantable pulse generator (ipg) also exhibited pacing below the lower rate. The rv lead was capped and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.